Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and other chronic/intract pain (trunk/limbs). The patient reported that the ¿first one¿ she had a battery implanted in ¿profanity¿ and she had it ¿removed twice.¿ the patient later stated that she had not had any device removed and all devices were still implanted. The patient clarified that they had ¿one battery in my left butt cheek and then they put it in my right butt cheek¿ and ¿that one kept getting caught on chairs¿ because that was when ¿they first made them¿ and stated that the battery was ¿freaking humungous.¿ the patient reported that this was her ¿first two¿ surgeries to implant and relocate the battery and stated that she had ¿7 spinal surgeries¿ total since then.¿ the patient reported that since this device ¿wasn¿t working¿ they decided to implant a new device ¿around 2006.¿ no further complications were reported.